Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the left and right common femoral arteries (lcfa and rcfa) was attempted with 4 proglide devices using the pre-close technique via a 14f sheath in the lcfa and 16f sheath in the rcfa prior to an endovascular aneurysm repair (evar) procedure. Reportedly, deployment was done smoothly up until after step 4 for both access sites. The footplate lever for all 4 units was not able to go completely down. Also, the posterior foot was able to retract into the guide but not the anterior foot, which occurred with all units. There was struggle to withdraw the devices after lowering lever (step 4). There was resistance during withdrawal of the devices but they were all able to be carefully withdrawn with some slight resistance. Upon withdrawal, it was noticed that the foot was not closed completely (for all 4 units). However, the evar procedure was completed. Post procedure, hemostasis for the lcfa was achieved with the previously two deployed proglides. However, the physician could not achieve hemostasis in the rcfa. A third proglide unit was deployed but continued to bleed. Manual compression was then performed for about 30 minutes to achieve hemostasis of the rcfa. The devices were troubleshooted (tried to open and close the footplate lever) post-procedure. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported difficult to close the foot was not confirmed. The reported difficulty removing the device from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to close the foot and difficulty removing the device from the vessel. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.